Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing an embolization procedure using a benchmark 6f 071 delivery catheter (benchmark), a neuron select catheter (5f select), and a sheath. During the procedure, while advancing the benchmark into the aorta, the benchmark fractured at the mid-shaft. The fracture occurred within the sheath. Subsequently, the sheath and fractured benchmark was removed as a system. The procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.